Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a (B)(6) hepatitis b surface antigen (hbsag) for one (1) patient that was generated by the unicel dxi 800 access immunoassay system. The erroneous result was reported out of the laboratory. A subsequent sample was (B)(6) hbsag also and was discordant to an alternate method. The subsequent sample was sent to customer product line support (cpls) for further testing. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Per the customer, qc was within the customer's ranges prior to and after the erroneous results. Service was not dispatched for this event. To date, there is no clear root cause for this event.